Event description:
It was reported, the light source had a b30 communications error message of the endoscope with various 190 endoscopes. The issue occurred during preparation for use for an unspecified procedure. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The evaluation found a b30 socket replaced due to the scope connector had poor contact. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was not returned for inspection and the root cause could not be identified. However, additional information was received from the technician confirming ¿deposits were present¿ and the socket was replaced. ¿b30 error¿ is a communication error. The probable cause of the event was determined to be due to poor contact of the scope connector. It was recommended to replace the scope connector. Olympus will continue to monitor field performance for this device.